Event description:
It was reported the insulin pump was returned for unknown reason. The device will be returned for further analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage was noted on electronic assembly/motor noted. Functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests were not performed due to unresponsive keypad/button. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.